Event description:
It was reported that, while attempting to screw down a 3.0mm locking screw the screwdriver failed and fractured at the tip.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.